Event description:
It was reported through a study that patient number (B)(6) is 20 yo male that received bilateral mandibular orif, right parasymphysis, left angle index procedure with qty 1 1.25 mm, intermediate trauma plate (silver) plate, qty 1 1.5 mm, small reconstruction plates (silver) plate & qty 1 2.0 mm, small reconstruction plates (light blue) plate and qty 14 combination of locking and cortex screws and experienced a postoperative complication related to procedure of ¿mental nerve paresthesia¿ post 684 days from index surgery. This report involves an unknown screws: cortex. This is report 4 of 7 for (B)(4). (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4-510k: this report is for an unknown cortex screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. UDI: as the catalog/model number was not provided, the (01)gtin is not available. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.